Manufacturer narrative:
(B)(4). Date sent 2/20/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? Is there a photo of the burn? If yes, please send to productcompliant1@its.jnj.com did the pencil self-activate? Was there activation accidently while placing the blade in the pencil? Was this foot activation or hand activation? Was there activation on any tissue during placing the ez clean? What is the current status of the patient? Please describe exact location of the burn and what it looks like. ¿besides the burn, did the patient experience any adverse consequence due to the issue? Not to our knowledge¿. Please clarify? What generator was being used? What pencil was being used? What electrode was being used? Additional information was requested, and the following was obtained: is this an ethicon product? It was a megadyne cautery and a guarded teflon tip. If so, please provide the product code. (I don¿t have the product code, but (B)(4) at lh ent may be able to assist on this) what is the severity of the burn? (Please see degrees of burns below and choose one) second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful what medical intervention was used to treat the burn? (Such as salve or stitches) (bacitracin ointment) besides the burn, did the patient experience any adverse consequence due to the issue? Not to our knowledge are there any anticipated long-term effects from the burn or injury? Not sure this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. Additional information was requested, and the following was obtained: what is the product code? Is there a photo of the burn? If yes, please send to productcompliant1@its.jnj.com. Did the pencil self-activate? Was there activation accidently while placing the blade in the pencil? Was this foot activation or hand activation? Was there activation on any tissue during placing the ez clean? What is the current status of the patient? Please describe exact location of the burn and what it looks like. ¿besides the burn, did the patient experience any adverse consequence due to the issue? Not to our knowledge¿. Please clarify? What generator was being used? What pencil was being used? What electrode was being used? All available information has been provided. No additional information is available.

Event description:
It was reported that during an unknown oral procedure with a bovie pen, unknown if it was an ethicon device or covidian device, was activated while placing and caused a patient burn. At the time of the call that was all of the available information.